Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that they were hospitalized for five days due to diabetic ketoacidosis and high blood glucose on (B)(6) 2019 with blood glucose of over 600 mg/dl. The customer's current blood glucose is 150 mg/dl. The customer was throwing in emergency room. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. The customer treated with fluids and intravenous insulin. The doctor advised me to get off the insulin pump and use pens. Customer had not been on insulin pump therapy since this incident. Customer was using auto mode feature at the time of reported event. The insulin pump will not be returned for analysis.